Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 had been disconnected. The field service engineer (fse) found that the half-height cubie drawer 2 control boards were not responsive. The fse replaced both control boards, and all components were then working properly with no additional issues. Diagnostics confirmed that everything was functioning correctly. A proactive inspection process was completed, and diagnostics again verified that all systems were operating as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 disconnected, circuit board went out and screen turned black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.